Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 3 years 11 months post implant of this 21mm bioprosthetic aortic valve, a 23mm transcatheter valve was implanted valve-in-valve. It was reported that the valve was severely stenotic, with an aortic valve area of 0.4cm². No additional adverse patient effects were reported.